Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during service identified the power source did not switch to battery. There was no patient involvement.